Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose was 120 mg/dl at the time of incident. The insulin pump will not be returned for analysis.